Event description:
A (B) (6) female with a history of chronic low back pain, worsening last 3 weeks. Reported, she pulled a pt up in bed when started with excruciating pain radiating down right leg to heel. After visit with orthopedic surgeon, pt's history also included a cementless right total hip arthroplasty. It was revealed that the acetabular component of the right hip was loose with protrusio bone deformity of the acetabulum and dislocation. Pt admitted for revision of right total hip arthroplasty, acetabular component with acetabular bone grafting. Intra-op per surgeon, the femoral head had displaced superiorly into the acetabular bone in the dome of the acetabulum and the acetabular shell had displaced and rotated inferiorly underneath the femoral head.